Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 1000 mcg/ml baclofen at minimum rate via an implantable pump for intractable spasticity and cerebral palsy. It was reported that a low battery reset and safe state had occurred and the patient had increased spasticity on (B)(6) 2017. It was later reported that the audible pump alarm was never heard by the patient's caregivers or hcps. The patient was in the intensive care unit (ICU) for 2 days and no one had ever heard the pump alarming. The patient had been treated with oral baclofen and benzodiazepines since the night of (B)(6) 2017 and the patient was doing much better. It was further stated that the patient was still too sick to replace the pump at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient was discharged on friday (B)(6) 2017 on oral baclofen after being in acute withdrawal and getting aspiration pneumonia due to the pump's low battery reset. At that point, the patient was not having significant withdrawal symptoms and his pump was not alarming. Then on (B)(6) 2017 the patient's caregiver heard the alarm and the patient was showing signs of increased spasticity and the patient was screaming (the patient was non-verbal), indicating some type of distress. The hcp had initially programmed the pump after the reset but then noticed it had reset again about 4 hours later. It was reviewed that the pump should have started alarming at that point unless it was updated to a different rate or the alarm was silenced, however the hcp did not believe either had been done. Additionally, the hcp did not think anyone else may have programmed the pump. The logs were then examined to see when the last reset and update occurred, however the logs had overflowed with resets from today, so they were not helpful. The last change date was confirmed to be (B)(6) 2017 the hcp wanted to stop the alarm, however with so many resets, the only way to silence the pump at that point would be to program the pump to off state. The code was provided and the doctor was walked through entering it. It was later reported that the pump was turned off, but remains in the patient as the final decision was still being made on whether the pump would be replaced or if the patient's symptoms would be managed with oral medication. The patient's symptoms were currently being managed by oral medication and they were waiting for the patient to recover from aspiration pneumonia before making the final decision. It was noted the patient's battery "depleted" when the eri was at 6 months. It was noted that the pump battery was one of the batteries from 2011 and 2012 that had pump failures due to motor feedback and battery depletion. The patient was doing ok and the final decision regarding the pump had yet to be made. It was also reported that the patient was receiving gablofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal gablofen at an unknown dose and concentration. It was reported that the pump alarmed and failed but no surgical intervention was completed per the family¿s request. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if any [additional] diagnostics/troubleshooting were performed. The manufacturing representative was told that the only intervention that occurred was a pump interrogation and silencing of the alarm. It was unknown if the issue was resolved. Surgical intervention did not occur. It was unknown if surgical intervention was planned. The patient¿s medical history was unknown. There were no further complications reported.